Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the during the first recapture, the infold was observed and retrieved from the patient. A procedural delay of 7-8 minutes resulted as new devices were used.

Manufacturer narrative:
Updated data: a1. And a4. B5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a medtronic employee and some overlap was observed but the overlap was under the 4th node acceptance level. Upon deployment infolding was observed and the valve was retrieved from the patient. A new valve, loading system and delivery catheter system (dcs) were used and a new valve was implanted successfully. No adverse patient effects were reported. Additional information was received that during the valve implant, the during the first recapture, the infold was observed and retrieved from the patient. A procedural delay of 7-8 minutes resulted as new devices were used. Additional information was received to report the infold in the valve frame was multifactorial. The valve was not loaded perfectly; there was crowding at two sides. On one side, the crowding went down to node three and a half and the other side to node three. There was heavy calcification in the aortic valve leaflets. It was noted that although the native valve was not a bicuspid, at that level of calcification, it could be considered a functional bicuspid valve. Additionally, there was significant landing zone calcium. A pre-implant dilatation was performed, but with all of these factors the infold occurred.

Manufacturer narrative:
Updated data: d9 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed two leaflets were in a partially open position while another leaflet was in a closed position. All leaflets were flexible with signs of creases and imprints. All commissures were intact. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state around the valve skirt. The inflow aspect showed an elliptical appearance. The valve was submerged in a warm saline bath; frame expanded. The frame showed no evidence bends or kinks after expansion. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use(IFU). Upon loading, the frame pa ddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was a dvanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. At this point, the valve was fully recaptured. No anomalies were observed during the recapturing of the valve. Subsequently, a complete deployment of the valve was performed; no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a medtronic employee and some overlap was observed but the overlap was under the 4th node acceptance level. Upon deployment infolding was observed and the valve was retrieved from the patient. A new valve, loading system and delivery catheter system (dcs) were used and a new valve was implanted successfully. No adverse patient effects were reported.